Event description:
The surgeon reports that there was no problem with the intraocular lens(iol) and there was no user error associated with this event. The surgeon states that she does not feel the iol malfucntioned.